Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 384 mg/dl. Reportedly, a pump reset was performed to address the event. And the customer continued to use pump for insulin therapy.